Event description:
When patient positioned in the prone position for lumber spine surgery, the hip pad attached to the jackson table frame broke. The pad remained in place and stable during the surgery. No patient injury occurred.